Event description:
A malfunction was reported on the pump when the screen went dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer received instructions to press the top button on the pump, which turned the screen back on, but it was locked. Technical support planned to gather further information from the pump history and intended to follow up with the customer after the call was disconnected. No additional information was received regarding the outcome of the event. Upon follow up malfunction code did not reoccur. Customer may continue to use the pump.